Event description:
It was reported that while the patient was changing programs she felt a shocking/jolting sensation. She turned the device down and that relieved the sensation. She didn't notice the amplitude change on the patient programmer. Further information is being requested from the hcp.